Manufacturer narrative:
The approx age of the device is 34 months. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The device was not explanted. A correlation between the device and the reported event could not be determined. The instructions for use lists hemolysis as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient expired due to withdrawal of care following urosepsis and clostridium difficile colitis.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt had suspected pump thrombosis. The pt was readmitted with stroke symptoms, but was found not to have a stroke. The pt had an elevated ldh. The pt was administered tpa. The pt had no heart failure symptoms and no hematuria. The pt is not a surgical candidate and is currently being monitored by the team.